Event description:
Additional information received reported that the lead was ¿reviewed¿ by the principal investigator (pi) on (B)(6), 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported the "leads" were out of range. The patient experienced increased urinary symptoms, but did not know why. The lead was revised and the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no leads were replaced.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3889-33, lot # v172550, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the stimulator was replaced, no leads were replaced. The event was updated from leads out of range to impedances out of range.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported impedances were high, greater than 4,000 ohms. Etiology noted as the stimulator.